Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device hose had a hole, the bearings and locking components were damaged, the temperature was above specification and the cable was damaged. It was also observed that the hose was demolished and the motor and control had liquid damage. It was further determined that the device failed pretest for loctite and cable assessment, motor thermistor assessment, noise assessment, air pump assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the hose had been pulled out of the handpiece device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.